Event description:
Procedure: hemorrhoid. According to the reporter: after firing, the operator noticed that the stapler had no cartridge. The patient showed a severe bleeding and the operator controlled the bleeding by suture. Surgery time was extended by more than 30 minutes and the patient required extended hospital stay. There was no unanticipated tissue damage. There was no unanticipated tissue loss. Blood loss did not exceed 500cc or more.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/20/2015.